Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: plaque shift requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, a 3.5 x 18 xience was implanted in the mid rca; however, a plaque shift occurred. Two xience stents (3.5 x 28 and 3.5 x 12) were implanted in the proximal rca for treatment. A 2.5 x 12 xience was implanted in the mid lad, and a 3.0 x 18 xience was implanted in the proximal lad. No additional event or patient information is available.